Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs), alleging that his onetouch ultra2 meter displayed an error 5 message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began sometime in (B)(6) 2015, at approximately 7pm in the evening when he allegedly obtained an error 5 message when attempting to use the subject device to measure his blood glucose. The patient stated that he does not take any medications to manage his diabetes, and he reportedly reduced his food/drink consumption a week ago in response to the reported issue. The patient reported experiencing symptoms of blurry vision approximately 3 weeks after the alleged issue began and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr noted that the patient¿s testing technique was correct, the test strips were not expired and it was not the first use of the product. The csr walked the patient through a re-test and was able to resolve the issue. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(4). Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. Retain testing was also performed. The retain test strips passed performance testing with blood. In addition, a DHR (device history record) was done and completed for the subject meter lot and no deviations, non-conformances or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.